Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n540074, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The consumer reported via the manufacturing representative that the patient was in a car accident and had rib and stomach stimulation following the accident. The patient's coverage was appropriate prior to the accident and the patient was on high density programming that was most effective. Additionally the patient complained of not being charged with charging 8 hours per day. The patient had multiple reprogramming's without success. The battery and leads were explanted and replaced with a paddle lead and new battery. The issue is considered resolved. Patient indication for use in failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.